Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leaks, air bubbles anomaly. The event involved product(s) mmt-332a. Trouble shooting was performed and customer reported a reservoir leak at reservoir barrel and the stopper close to the 2nd o ring. And also reported air bubbles in reservoir. Customer changed the reservoir to resolve the issue. No harm requiring medical intervention was reported. Customer will discontinue to use the reservoir. Product return requested for mmt-332a. Customer declined to return, or is unable to return.

Manufacturer narrative:
Evaluated 1 random seal reservoir. A visual inspection was performed using appendix d; checked o-rings and stopper groove for defects and none was found. Performed pre-fill test appendix c. Found no leaks and no air bubbles during analysis. Per dop114-811doc. Conclusion: reservoir passed per pre-fill inspection no leakage and no air bubbles anomaly were found during test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.